Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found no image was produced by the device when tested with olympus, model series 180 endoscopes and older due to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was an ultrasound image but no live image in all outputs. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the error "poor image quality" did not occur during the inspection. However, it turns out that 180-inch and older endoscopes do not output images to the video processor. This is due to a defect in the pal circuit board. In other words, the 180-inch endoscope cannot output images. The pal board needs to be replaced. The device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is presumed that it was caused by the failure of the operational amplifier. After checking the parts change history, it was confirmed that the design of the dr board was changed on april 16, 2018. It was confirmed that the design of the operational amplifier circuit on the dr board did not meet the specifications, and the design was changed (the inside of the mask may be blacked out with the 180 scope). Countermeasure products are shipped after june 13, 2018. Other inspection findings were as follows: it was found that the socket is worn out. It no longer holds scope cables and camera heads. The base also needs to be replaced. The front panel is broken at the stud and needs to be replaced. The power switch is broken from the inside and also needs to be replaced. It was also determined that the lithium cell battery used was already older than 5 years. According to the manufacturer, this must be replaced every 5 years to prevent data loss. The lithium cell battery must also be replaced. Olympus will continue to monitor field performance for this device.